Manufacturer narrative:
The device in question was returned to the manufacturer. The evaluation is anticipated, but not yet begun. The investigation will be performed by a designated karl storz employee. The event is filed under internal karl storz complaint ID: (B)(4).

Event description:
It was reported that "no picture with this cable". No negative impact in state of health reported.

Manufacturer narrative:
Correction in section d4 device evaluation: a visual and functional test was carried out on the endoscope.the adapter shows slight signs of wear. The cable shows slight scratches. No image output from the adapter. Tested with tc301 sn (B)(6). The error described by the customer " no picture with this cable" could be confirmed. As the adapter does not shows visible signs of defects it can be assumed that the fault is due to a internal cable break. For this reason, wear and tear is to be assumed which led to the missing image. The above conducted investigations did not reveal a root cause related to the labelling, the device or its history. All production related quality checks were passed, and no non-conformities were identified in the devices manufacturing records. The labelling was found to contain adequate instructions and warnings. The complaint history did not reveal any pickup in similar complaints, no trend was identified. The event is filed under internal karl storz complaint ID: (B)(4).